Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve system with edwards commander delivery system is indicated for use in the management of pediatric and adult patients who have a clinical indication for intervention on a dysfunctional right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve in the pulmonic position with moderate regurgitation and/or a mean rvot gradient of 35 mmhg. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve malposition and embolization are known potential complications associated with the transcatheter pulmonic valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. However, it could be related to patient/procedural factors. During deployment, the valve moved into the right ventricular outflow tract (rvot). The valve was removed surgically and strapped and a 25mm non-edwards bioprosthetic valve was implanted successfully. The patient was stable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device is not returning.

Event description:
As reported, during deployment of a 26 mm sapien 3 valve in the pulmonic position in a transannular patch via transfemoral approach, the delivery system and valve moved into the right ventricular outflow tract (rvot). An attempt to move the valve/delivery system toward the main pulmonary artery (mpa), but neither could be adjusted. The valve was deployed and images were reviewed to ensure valve stability. As the wire and device were slowly being removed, the valve moved more into the rvot into an unstable position. The valve was removed surgically and 'strapped' and a 25mm non-edwards bioprosthetic valve was implanted successfully. The patient was stable throughout the procedure.